Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from USA: "rn removed the power cord from the wall and it separated. No harm. Delay in therapy: unknown. Need for medical intervention :unknown. Patient involvement: yes. Death / serious injury: no. Human harm: no. "